Manufacturer narrative:
This event was determined reportable based on engineering eval dated 26 february 2007, stating device was rec'd with two fractures at the shaft of the catheter. As rec'd, the unit was broken 23.5 cm and 23.8 cm from the proximal shaft. A full dimensional check was carried out and all dimensions were in spec. A coating confirmation test was carried out and confirmed the presence of coating but severe damage was evident all along the coated length. Summary: further info relating to the complaint was requested and from the answers rec'd, the following can be established.: the catheter was checked when removed from the packaging and no anomalies were noted, no damage was noted to the packaging, the dispenser coil was flushed with saline solution before removing the catheter, there was no difficulty experienced removing the catheter from the dispenser coil and the location of the kink is unk. A review for similar complaints within the batch was completed and no other complaints have been rec'd for this particular lot of devices. A review of complaints for the prod family has been carried out and there have been other complaints for the reported classification 'catheter-infusion/device/kinked'. There was an adverse trend noted for catheters breaking/kinking while attempting to remove them from the dispenser coil and CAPA was opened to address the issue. One corrective action identified in the CAPA was to remove the proximal port from the dispenser coil and this was implemented on 21 august 2006. This lot was mfg in october of 2006 following implementation of this action, therefore, it contained one flushing port. Further review of CAPA effectively will be performed and forwarded in a supplemental report.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after removal from the introducer sheath, a kink was noted. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.